Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This batch was manufactured from 05 august 2013 - 06 aug 2013. The device was returned for evaluation. The sample arrived fully primed with chemotherapy drugs. Visual inspection showed a syringe attached to an unknown device which was attached to the y site. No non-conformances were identified. No leak was detected when manually depressing the syringe plunger. Further testing could not be performed as the device was contaminated with chemotherapy drugs. The reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked from the luer activated valve. This occurred during patient infusion of chemotherapy drugs using an infusion pump. The rate of infusion was 23ml/hour for a duration of 24 hours. The customer reported that 11.5 hours after the start of infusion, the drugs were observed to be ¿dripping directly from the end of the y-site.¿ the nurse donned personal protective equipment and put a non-baxter closed-system drug transfer device on the y-site to act as a stopcock. The customer estimated that 2-3ml of the solution was lost during the event. The customer stated that the y-site had not been accessed prior to the event. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.